Event description:
Event verbatim [preferred term] (related symptoms) experienced ketosis, blood glucose was 23mmol/l [diabetic ketoacidosis]. Novopen 4 could not deliver the insulin [device failure]. The patient did not take air shot, it was handling error [wrong technique in device usage process]. Case description: this serious spontaneous case from china was reported by a consumer as "experienced ketosis, blood glucose was 23mmol/l" beginning on (B)(6) 2018, "novopen 4 could not deliver the insulin" beginning on (B)(6) 2018, "the patient did not take air shot, it was handling error" with an unspecified onset date and concerned a 72 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", novolin r penfill (insulin human) from unknown start date due to "type 1 diabetes mellitus", dose and frequency 16 iu, qd (5iu in the morning, 6iu at noon and 5iu in the evening). On (B)(6) 2018, the patient found the novopen 4 could not deliver insulin and experienced nausea and ketosis. At 21:00, the patient's blood glucose was 23mmol/l. The patient thought it was ketoacidosis by herself. The patient was a type 1 diabetic for many years and experienced nausea, thirsty, weakness, and rot apple smell. The patient's blood glucose was 26-29mmol/l at that time, so the patient thought it was ketoacidosis. The patient did not receive any treatment for the event. The patient did not take air shot, it was handling error. It was reported that the patient's handling problem caused the insulin not be delivered. The patient changed to novopen 3. The patient was not trained in the handling of the novopen and was trained when changed to novopen 3. It was reported that patient used insulin tid (thrice a day), and one needle used for 2-3 days or 3-4 days. Batch number of novopen 4 was available and novolin r penfill was not available. The outcome for the event "experienced ketosis, blood glucose was 23mmol/l" was recovered. The outcome for the event "novopen 4 could not deliver the insulin" was not reported. The outcome for the event " the patient did not take air shot, it was handling error " was not reported. Investigational results: name: novolin r penfill. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novopen 4. Batch number: cug2138. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Since last submission, case was updated with the following: the event of "the patient's handling problem caused the insulin could not be delivered" was updated to "the patient did not take air shot, it was handling error". Laboratory data updated. Outcome for the event of "experienced ketosis, blood glucose was 23mmol/l" was updated as recovered. Batch number of novopen 4 updated. Expiry date of the suspect novopen 4 was updated. Reporter's causality updated. Investigational results updated. Company comment updated. Narrative updated accordingly. Manufacturer's comment/ company comment : 24-oct-2018: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). The reported events are assessed as listed according to the novo nordisk current reference safety information on novolin r. This single case report is not considered to change the current knowledge of the safety profile of novolin r. Evaluation summary: novopen 4 - batch cug2138. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.

Event description:
Event verbatim: experienced ketosis, blood glucose was 23mmol/l (diabetic ketoacidosis), novopen 4 could not deliver the insulin (device failure), the patient's handling problem caused the insulin could not be delivered (wrong technique in device usage process). Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "experienced ketosis, blood glucose was 23mmol/l" beginning on (B)(6) 2018, "novopen 4 could not deliver the insulin" beginning on (B)(6) 2018, "the patient's handling problem caused the insulin could not be delivered" with an unspecified onset date and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", novolin r penfill (insulin human) from unknown start date due to "type 1 diabetes mellitus", dose and frequency 16 iu, qd (5iu in the morning, 6iu at noon and 5iu in the evening). Patient's height: 163 cm. Patient's weight: (B)(6). Weight has been rounded to a whole number due to submitter limitation with decimal. Patient's bmi: 19.76. Medical history included type 1 diabetes mellitus (for (B)(6)). Historical device included novopen 3. Concomitant medication included gansulin (non-codeable). It was reported that patient's normal fasting blood glucose was 8mmol/l and postprandial blood glucose was about 12mmol/l. On (B)(6) 2018, the patient found the novopen 4 could not deliver insulin and experienced nausea and ketosis. At 21:00, the patient's blood glucose was 23mmol/l. On (B)(6) 2018, the patient's postprandial blood glucose was 14mmol/l. The patient did not go to doctor and denied the needle attached on the pen. It was reported that the patient's handling problem caused the insulin not be delivered. The patient was trained in the handling of the device. The patient was used to novopen 3, so she changed to use a new novopen 3. Action taken to novopen 4 was product discontinued. Action taken to novolin r penfill was not reported. Batch number was not provided and requested. The outcome for the event "experienced ketosis, blood glucose was 23mmol/l" was not reported. The outcome for the event "novopen 4 could not deliver the insulin" was not reported. The outcome for the event "the patient's handling problem caused the insulin could not be delivered" was not reported. Company comment: the reported events are assessed as listed according to the novo nordisk current reference safety information on novolin r. This single case report is not considered to change the current knowledge of the safety profile of novolin r. Reporter comment: the patient knew the novpen 4 was normal.